Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump's buttons were not responding. The customer stated that this issue began while she was trying to program a bolus. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.